Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was leaking air. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that bubbles were seen in the flushing line after insertion inside the patient. No fluid leak or air in patient was seen. Pressure bag was used for irrigation. Air leak was seen from hemostatic valve.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was leaking air. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.